Event description:
Customer states that while trying to remove polyp they were unable to achieve cautery with the device. It was disclosed to the company that there was no injury to the patient.

Manufacturer narrative:
The device has not been returned to manufacturer so the root cause of this incident has not been definitively determined. Analysis of complaint trending information was performed and no similar complaints from this lot concerned have been filed.